Event description:
Patient had cath inserted in 2001 without difficulty. Four days later, patient had wedge taken. Immediately following this, patient experienced bright red blood from ett with bradycardia. Pt was coded and expired. Patient was on ventilator at time of event. Hospital retaining device.